Event description:
It was reported that a m.blue plus (#fx802t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the valve showed an under-drainge. The patient underwent a revision procedure performed on (B)(6) 2023. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 3 years, 3 months weight: 16 kgs height: 97 cm gender: male.

Manufacturer narrative:
Additional information: a2 (patient age), a3 (patient sex), a4 (patient weight), b3 (date of event), b5 (event updated with additional information), b7 (relevant history), d4 (serial number, lot number, expiration date), d6a (implatation date), h4 (manufacture date) corrected information: b3(date of event), b5 (revision date updated) visual inspection: during the investigation, no significant deformations or damage of the valve was determined. Permeability test: a permeability test has shown that the m.blue is permeable. During the permeability test bloody liquid were flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the m.blue operates within the accepted tolerance in either position. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, no deposits were found in the m.blue to make the deposits in the valve more visible, they were colored using a staining solution. Results: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m. Blue plus (#fx802t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt showed a fault after implantation. The patient underwent a revision procedure performed on (B)(6) 2023. The complainant device has not yet returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.